Event description:
Boston scientific received information that during an intended device replacement procedure (insignia 1190 sn (B)(4)), upon opening the pacemaker pocket, the patient became asystolic with no pacing from the device for approximately thirty seconds. External transcutaneous pacing was delivered and an intrinsic escape rhythm of 25 beats per minute followed. When the device was removed from the pocket, visual inspection revealed this lead was sharply bent and possibly fractured. It was thought this was due to the lead position behind the device in the pocket from a previous device replacement procedure. In addition, impedance measurements were chronically high but were not out of acceptable labeling range. Recent measurements revealed the impedance had decreased to a low out of range measurement. This lead was surgically abandoned and replaced successfully. The device was also replaced and when reconnected to the replacement lead, acceptable measurements were obtained. The patient was monitored in the coronary care unit and discharged the following day without any further adverse effects.

Manufacturer narrative:
According to available information, this lead was surgically abandoned and replaced. As there will be return of product, boston scientific cannot confirm nor deny this reported clinical allegation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.